Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: 24/07/2025. Sampling from: all channels. Cfu: 1. Bacterial identification: serratia marcescens (air/water channel). Sampling date: 24/07/2025. Sampling from: all channels. Cfu: 3. Bacterial identification: acinetobacter bereziniae (auxiliary channel). The reported event was confirmed as the scope was microbiologically tested by olympus. The device was also evaluated where an additional potential adverse event was confirmed, scope connector case unit exhibited foreign material. Based on the results of the investigation cause was not established and a root cause could not be determined. Olympus will continue to monitor filed performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for greater than 80 colony forming units (cfus) of coagulase-negative staphylococci, and 19 cfus of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.